Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: finland.

Event description:
It was reported that during surgery the device did not take thick enough skin. The depth was increased and the blade was changed but it still malfunctioned. The taken graft was ragged and part of it was used but an additional graft was needed due to the damage to the first taken graft. An alternate device was utilized to complete the procedure. There was no patient impact or delay. Due diligence is complete and there is no additional information available.